Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer intended to use a multiple daily injection as a backup therapy and a replacement pump was to be sent by technical support. Customer was advised to contact their healthcare provider to verify settings, as they already had another pump in warranty but had not set it up yet due to the malfunction.